Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the impaction platform broke while the surgeon was impacting the cup.

Manufacturer narrative:
Reported event: impaction platform broke in half while dr. (B)(4) was impacting the cup. We had gotten the cup in just about to the ideal position (possibly left it 1mm proud of plan) so we were able to successfully complete the case. We were unable to remove the impaction platform from the inline offset impactor without using a mallet to slide it off which bent the back of the impactor shaft slightly. Both need to be replaced please. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 06/19/2015. Complaint history review: a review of complaints related to p/n 209830, lot number 31130 shows zero number of complaints related to the failure in this investigation. Conclusions: failure could not be confirmed as the product was not returned. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) when the impaction platform broke while the sugeon was impacting the cup.